Event description:
Rptr wore latex gloves in her workplace. She developed a blotchy rash on her hands/arms, and experienced a burning sensation. She saught medical attention on 8/24/98 for contact dermatitis. The md recommended using latex-free and vinyl gloves instead. The rptr switched to the non-latex gloves, however her symptoms did not improve. She feels that she should not be around latex at all, however the other employees use latex gloves and there are other plastic products used in the workplace. Rptr was on antibiotics 8 out of the 12 months she was employed there, for respiratory and sinus infections. She has saught medical attention again, and was told she has a "non-contact allergy". Her physician has instructed her to avoid all latex/plastic products, and to stop working for her current employer. Rptr has also experienced sob while exposed to latex.